Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: this event is a duplicate of manufacturer report # 1820334-2021-01968. All further information regarding this event will be submitted under manufacturer report # 1820334-2021-01968. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 18aug2021. This event is a duplicate of manufacturer report # 1820334-2021-01968.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a flexor balkin guiding sheath was opened for an unknown procedure. Upon opening, the sheath was separated from the hub. A new device was used to complete the procedure. This occurred prior to patient contact. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.